Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) an intermittent connection in the trunk cable. The electrode belt was unable to complete essential performance testing. The root cause for the intermittent connection could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.